Manufacturer narrative:
Updated fields: b4, b5, g3, g6, h2,e1 (initial rep name, & email), e2, e3, e4, d5, h6 (problem code, type of investigation, investigation findings, component code, conclusion), h11. A getinge field service engineer fse was dispatched to the site to evaluate the unit. According to the customer. The display was flashing. Beeping continuously intermittently. And then turning off. Fse reconnected all connections inside the user interface and display board and also reconnected the main board connections. Fse observed the machine running intermittently. A motherboard was needed for testing purposes. The device remained under observation. Fse replaced a new main board. After replacement an electrical test failure occurred and the device required another main board. Fse replaced the main board with a new pcb main board. The unit was tested and handed over in good working condition.

Event description:
It was reported that the cs300 display was flickering before use. As per customer display was flickering ,intermittently it was getting continuous beep sound and switched off. After replacing main board electrical test failure code 52 appeared. No patient was involved.

Manufacturer narrative:
Another contact info: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 display was flickering before use. As per customer display was flickering, intermittently it was getting continuous beep sound and switched off. No patient was involved.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. Corrected data: h6 (medical device ¿ problem code).

Event description:
N/a.